Manufacturer narrative:
(B)(4)

Event description:
Patient's father contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Two transmitters were returned for evaluation. Both transmitters (lot number 5209330, serial number (B)(4))(lot number 5209330/serial number (B)(4)) were visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of loss of connection was not confirmed. The root cause could not be determined it is unknown which returned device is the product at fault.